Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials: 305180 batch#: 4178029. Reported issue: per cust (B)(6), they are having coring issues with one particular lot only. Injuries or adverse event: no. Additional information: this has happened many times starting in february. There have been several recent issues where the rubber stopper on some of our medication vials have been cored by the blunt tip needles resulting in pieces of the stopper in the syringe with our medications. See the images below. It seems to be a new problem. I emailed tony hamilton and it appears to be related to how we use the bd blunt tip needle. I¿m not sure if they have changed anything, and the canadian society of anesthesiologists put out a statement on this in (B)(6) 2024. This happens with a new vial and new blunt tip and on multiple drugs. This does not happen every time. I have been able to see that it is all the same lot number which was reported ¿ 4178029 and yes, they are entering at a 90 degree angle. That was the first question I asked.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported there are coring issues. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were received for evaluation by our quality team. The photos show a vial, a syringe with a dark colored particle in white solution, and a syringe with a dark colored particle in clear solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.